Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device touchscreen became unresponsive on the lock screen, preventing the user from sliding to unlock, and normal function was restored after restarting the device through the ilet app. Symptoms included no reported adverse clinical effects. Outcomes included no changes in blood glucose and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that a device restart resolved the malfunction without recurrence during the call. It was concluded that the device experienced a transient touchscreen malfunction that was mitigated by a restart, with no patient injury. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.